Event description:
Device 1 of 3. Reference MDR report #s 1627487-2012-00104 and 1627487-2012-00109. It was reported the pt ((B)(6)) is experiencing discomfort due to her two thoracic leads being implanted too close to the skin. Surgical intervention will be undertaken at a later date to address this issue. The pt also alleges her scs system is not working the same as it did in the past and believes that one or more of her leads may have moved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.